Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the fuses of a hakim valve programmer (823190rp) systematically blows on every start-up. Patient impact not provided.

Manufacturer narrative:
Updated fields: d4 (primary UDI#), d9, g3, g6, h2, h3, h6, h11. The hakim valve programmer (823190rp) was returned for evaluation: the internal inspection of the hakim valve programmer did confirm the reported issue of the fuses systematically blowing on every start-up. The possible root cause for the reported issue is likely due to misuse. The unit has been scrapped.

Event description:
N/a.